Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause linked to the device but unable to trace more specifically. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The rhino laryngo videsocope was returned to the service center with a report of deflection of bending rubber and a bending section cover scratch. This does not indicate a medical device regulations reportable event. However, a reportable failure was found during testing at the olympus service center. During inspection of the device, adhesive on the distal sheath had a chip was found. There was no patient involvement.